Manufacturer narrative:
Initial.

Event description:
It was reported that the pump displayed repeated ¿unable to proceed¿ errors during fill tubing and showed occlusion-type messages when connected, despite multiple supply changes, and after a guided dry run succeeded the issue resolved with a full replacement of vial, tubing, and connector, indicating an obstruction of flow associated with the connector/coupler. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with a deformation problem leading to obstruction of flow localized to the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.